Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 51 year old male patient presented with severe angina. The procedure was performed to treat a 90% stenosed lesion in the left circumflex with moderate calcification and mild tortuosity. Pre-dilatation was performed with a 2.00x12mm semi-compliant balloon, then the 3.00x48mm xience xpedition stent delivery system was advanced to the target lesion and the stent was deployed at 16 atmospheres (atm) and implanted. Fluoroscopy post stent implantation showed a dissection at the proximal end of the stent; therefore, another xience xpedition stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.